Manufacturer narrative:
Plant investigation: the manufacturer was able to confirm the reported issue using a photograph provided by the customer. The thermal damage was caused by a bad electrical contact of the wiring at the motor protection switch. The design of the cable lug/blade receptacle in use is not adequate and causes transition resistance. This transition resistance results in high thermal energy during pump operation. The pressure pump causes high currents during pump starts and usual operation. A higher electrical resistance and the thermal load at the wiring and included cable lug/blade receptacle occur until the reported discoloration/heat damage occurs. This is a known failure pattern. Corrective actions were defined and implemented. The device was build before an improved design of the blade receptacles. Despite this heat damage the wiring was still functional, and the damaged wiring was not replaced and the pump was still able to operate. The manufacturer recommends replacement of the damaged and overheated wiring at the motor protection switch. A review of the similar complaints is not required for this case.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt cable and terminal was identified on the motor protection switch within the aquabplus reverse osmosis (ro) system. The biomed noted that the cable and terminal appeared discolored. The reported issue was discovered during troubleshooting after the ro system was initially evaluated for a p1 pump defective message that occurred during the t1 test. Error code f¿04¿50¿04 was received. Fresenius technical services provided assistance with troubleshooting the initial issue. The biomed was instructed to reset the thermal overload switch and check the v10/v11 which did not resolve the issue. Fuse #3 in the distribution box was blown. The fuse was replaced at which point the ro system was able to pass the t1 test. The biomed believed the blown fuse may have been caused by the thermal damage sustained on the motor protection switch. It was indicated that the ro system is not plugged into its own circuit breaker. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of identifying the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt cable and terminal was identified on the motor protection switch within the aquabplus reverse osmosis (ro) system. The biomed noted that the cable and terminal appeared discolored. The reported issue was discovered during troubleshooting after the ro system was initially evaluated for a p1 pump defective message that occurred during the t1 test. Error code f¿04¿50¿04 was received. Fresenius technical services provided assistance with troubleshooting the initial issue. The biomed was instructed to reset the thermal overload switch and check the v10/v11 which did not resolve the issue. Fuse #3 in the distribution box was blown. The fuse was replaced at which point the ro system was able to pass the t1 test. The biomed believed the blown fuse may have been caused by the thermal damage sustained on the motor protection switch. It was indicated that the ro system is not plugged into its own circuit breaker. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of identifying the thermal damage.